Event description:
It was reported that the patient with this pacemaker device fainted, so an advocate raised a concern in relation to the implanted device performance. Boston scientific technical services (ts) confirmed the patient is actively monitored in the remote monitoring system and according to the last data transmission, no alerts or out of range measurements have been stored, only an episode related to non-sustained ventricular arrhythmias. Ts referred the patient to the clinic for evaluation. At this time, no further information is available, but additional information has been requested. The device remains in service and no additional adverse patient effects have been reported. Additional information was received. Data from the device was reviewed and it was confirmed that this patient experienced a syncopal event, as they have vasovagal syncope. No arrhythmias were stored, and the lead trends were found to be within normal limits. At this time, there is no evidence of a product malfunction. The device remains in service.

Event description:
It was reported that the patient with this pacemaker device fainted, so an advocate raised a concern in relation to the implanted device performance. Boston scientific technical services (ts) confirmed the patient is actively monitored in the remote monitoring system and according to the last data transmission, no alerts or out of range measurements have been stored, only an episode related to non-sustained ventricular arrhythmias. Ts referred the patient to the clinic for evaluation. At this time, no further information is available, but additional information has been requested. The device remains in service and no additional adverse patient effects have been reported.